Event description:
The customer reported a low total beta human chorionic gonadotrophin (tbhcg) result, within the normal reference interval, for one patient, involving access 2 immunoassay system. Subsequent testing produced higher results in a different gestational category that better correlated with the patient's clinical condition. The low result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse verified the ultrasonic voltage was within specifications. The fse performed a wet/dry level sense test which passed within system specifications. The fse noted the main pipettor was worn and replaced the pipettor. The fse repeated the ultrasonic voltage verification and level sense test; both test results passed within system specifications. The fse performed all necessary alignments including high sensitivity system check and a ten-replicate quality control (qc) precision test; no issues were noted. The unit conformed to the manufacturer's performance specifications. Pipettor. The customer stated the patient had a progesterone result that was >40 ng/ml. The customer performed a 1:3 dilution ratio using progesterone s0 calibrator.